Event description:
The patient was receiving 1050 mg of erbitux, which was 525 ml over 60 minutes. The IV bag was infusing successfully with no issues until it came down to 20cc. The infusion was stopped by the alaris pump and read that there was an occlusion in the tubing. The nurse inspected the tubing and the IV bag and did not witness any occlusion. The clamps were released, and the infusion was dripping very slowly. The nurses attempted to infuse a separate new IV bag and the infusion was flowing through with no issues. Therefore, there were no issues with the alaris pump. The nurses had to continuously infuse the rest of the erbitux by pressing the infuse button over and over again. The pump kept stating an occlusion in the tubing line. The last few cc's of the infusion took a longer time to infuse than expected. Therefore, the tubing is suspected to be faulty. Lot # 20116927, ref# (B)(4). FDA safety report ID # (B)(4).